Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h11a01490) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex and extraneal viaflex (doses, frequencies, lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unknown date, the patient developed peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown as the consumer was not aware of any break in aseptic technique and also stated the only problem was with the machine. Treatment provided was not reported. Dianeal and extraneal therapies were ongoing. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. A causality statement was not provided.